Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The customer visualized particles in the device. The customer was diagnosed with copd, sleep apnea. The medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.